Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient correspondence: patient's wife contacted depuy stating her husband had to have two liner exchanges in his hip replacement. During the third surgery, they were unable to remove the acetabular component, so the surgeon decided to cement the liner to the cup. The wound then became infected, requiring two surgical debridements and then wound closure in (B)(6) 2014. On (B)(6) 2015, patient underwent revision to address pain and a loosened femoral component and a new stem was placed. Following this surgery, the patient has had 4 dislocations since. Update 10/01/2015- follow-up attempts have been made to receive confirmation that depuy product was involved. At this time, there is no confirmation that depuy product was involved. Therefore, this does not meet the definition of a complaint (as we cannot assume depuy product was involved) and therefore the complaint is being voided. If we receive confirmation, the complaint will be updated at that time. Update rec'd 10/15/2015 and 10/19/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a disassociated liner. Upon revision it was found the liner had been displaced vertically and anteriorly, forcing the femoral head posteriorly and superiorly. Also noted, extensive consultation was held prior to revision with several outside experts and it was decided that either the cup should be entirely removed and replaced or a liner should be cemented in place. Upon revision several attempts were made to remove the acetabular shell but were unsuccessful because the shell was solidly ingrown. Therefore, a liner was cemented into the existing cup. The complaint was updated on 11/11/2015.